Manufacturer narrative:
The full patient identifier is (B)(6). The customer did not supply patient demographics such as age, date of birth, sex, weight, ethnicity or race. A beckman coulter customer technical support (cts) staff assisted the customer through troubleshooting the sensor error. The customer primed the fluidics to clear the error and then calibrated the pressure sensor. Customer noted there were no adverse effects on the patient due to the delay results generation for the hcg assay. In conclusion, the cause of the event is a hardware error.

Event description:
On (B)(6) 2022 the customer reported a delayed hcg (access total b- hcg, part number a85264 and lot number not provided) result from the customer's dxi (unicel dxi 600 access immunoassay analyzer, part number 30260 and serial number (B)(4) caused a delay in surgery for one (1) patient. The customer stated there was no adverse effect on or for the patient. Beckman coulter (bec) attempted to collect additional information regarding details of delay to patient surgery but has not received additional information. There was a report of hardware errors. The customer reported the dxi had hardware errors and that in the user interface screen, the wash buffer supply showed 49% full but the reservoir was empty.